Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material on the forceps elevator may have occurred due to an air leak from the scope and a loose nozzle which impacted the reprocessing process. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning. In addition, the scope was not water-tight due to a cut on the bending section cover, the nozzle was loose, the adhesive on the bending section cover was detached, the bending section cover was discolored, there was a dent in the light guide cover, angulation was out of standard due to wear of the angle wire, water removal functionality was out of standard due to clogging of the nozzle, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the loaner device was received from the customer with no complaint. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.